Event description:
It was reported that when placing the catheter, the intra-aortic balloon (iab) was inserted through the sheath. As soon as the iab cleared the sheath it would no longer advance. As a result, another iab was used. There were no pt complications reported.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.